Manufacturer narrative:
(B)(4) method: actual device was received for evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: infusion was immediately observed when testing for no flow. The distal luer was put in a collection container; 10.11g was collected. The start weight of the pump was 366.78g and the end weight was 356.67g after 2 hours. A pressure pot test was performed. The average bladder pressure used was 8.10psi. After 2 hours of testing, the flow restrictor yielded a flow rate of 4.43ml/hr which is within specification with a +/- 15% tolerance. Tested for the pca issue. The button was depressed, bolus button functions properly. This was repeated a few times; the bolus button latched properly and dispensed the medication, the bolus had no issues refilling. The bolus dispensed 5.05g of fluid. No issue with the functionality of the bolus was observed. There were no kinks observed in the tubing or pump. Bolus button testing was performed with the pressure set to 8.10psi. The bolus button safety test results yielded an average delivery amount of 2.1275g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5.035g, all results are within specifications. Conclusion: the investigation summary concludes that infusion was observed. A pressure pot test was performed and it met specifications with a +/-15% tolerance using the average bladder pressure. During pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. There were no kinks observed in the tubing or pump. No crystallized medication or drug residual was observed in the mandrel the sample evaluation concluded that fast flow was not observed. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: ask.u. Flow rate: asku procedure: foot/ankle surgery. Cathplace: foot/ankle. An international distributor reported that the bolus bottom on a pump remained depressed and that there was no flow. Additional information was received on (B)(6) 2015, indicating that when the bolus bottom was depressed a second time that it remained stuck for another 30 minutes. The incident occurred in the patient's home and no further patient information is available. There was no patient injury or medical intervention required. The patient's current condition is fine. The device is available for return.